Event description:
It was reported that during implant attempt, there was difficulty noted in extending the helix. The lead was eventually implanted and is still in use. It was also noted that the serial number on the lead was different from the serial number printed on the stickers and box. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.